Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that at some point in time, a pt underwent a revision acl repair with the use of a mitek milagro screw for graft/tibial fixation (it is unclear at this time if this revision repair was influenced by any previous mitek device). Subsequent to this procedure, on (B)(6) 2010 the pt presented with symptoms of foreign body reaction to the milagro screw. The pt is presently being treated with antibiotics, and is scheduled for a re-surgery on (B)(6) 2010 to evaluate the bone lesion and possible bone graft.